Event description:
Death. The pt suddenly died at home. Reanimation was ineffective. No autopsy will be done. Cause of death: cardiac. The relationship to study device was possible and relationship to index procedure was also possible. This product will not be returned for evaluation and testing. Please note that this device is distributed outside the united states; however, it is similar to the united states product. This is the first of two products involved with this adverse event, which is associated with mfg report #9616099-2004-00307.